Event description:
Pt was a (B)(6) male with a left internal carotid artery (ica) occlusion. Physician made four passes with two separate merci retriever v 3.0 firm devices and one pass with the merci retriever 2.0 soft device. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after the treatment. A hemorrhage was noticed on a post-operative computed tomography (CT) scan. Tissue plasminogen activator (t-pa) was not used during procedure. Cerebral decompression was also performed during the case. Physician believes that the cause of the hemorrhage may have been due to vascular damage with merci devices or recanalization of the vessel.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 soft device could not be reviewed.